Event description:
It was reported that a flogard infusion pump presented the battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the low battery alarm, confirming the reported condition. The cause of the low battery alarm was determined to be a blown fuse. To correct the condition, the fuse was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.